Manufacturer narrative:
Initial.

Event description:
It was reported that after returning to range, the patient experienced a low blood glucose event with a measured value of 44 mg/dl and received brief sensor issue alerts; the patient did not see the low value on the ilet and delayed treatment, later taking oral glucose, with follow-up blood glucose reported at 187 mg/dl. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component contribution. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.